Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The husband of a customer reported via phone call that the insulin pump display screen is not displaying the blood glucose information. Customer believes that it may be an issue associated with ultralink. Customer does not recall any significant events leading to the error. Customer's blood glucose was between 20 mg/dl and 600 mg/dl at the time of incident. Troubleshooting advised customer to speak with ultralink and was able to clear the display for the customer. No further information was given.